Manufacturer narrative:
The technician found both the brake and brake/steer casters were worn. He replaced the casters, but the brake was still not holding. He replaced the brake mechanism to repair the bed.

Event description:
Info rec'd indicates, the brake casters are not holding and continue ratcheting when in brake.